Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply and generator interface pcb were evaluated and replaced. The system was tested and fou nd to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in an intermittent loss of fluoroscopic functionality. There is no report of a pt injury or death associated with this event.